Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is insufficient information to determine the cause of the reported life-threatening bleedings. The authors did not specify the bleeding source or to which of the devices used during the tavr procedure these events were associated. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. PMA/510(k) number: the type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009 and p140031 bibliography al-shaibi, k. (2018). Tavr in patients with a low sts score: a cohort study with a mean follow up of 2 years. Cardiovascular revascularization medicine, 1-5.

Event description:
As reported through our (B)(6) affiliate per article, "tavr in patients with a low sts score: a cohort study with a mean follow up of 2 years ¿, a single-center study was conducted between 2011 and 2014 and followed 46 patients that received edwards sapien xt and sapien 3 valves. This report represents the reported three (3) bleeding events in which patients required transfusion. Additional details of these events are not available, including source of the bleeding and time of the events.